Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in an automobile accident. Subsequently, loss of left ventricular (lv) capture and an impedance of greater than 2000 ohms was noted. Additionally, the right atrial (ra) lead was noted to have dislodged.